Manufacturer narrative:
The investigation determined that higher and lower than expected vitros gent quality control results were obtained from a non-vitros biorad l2 control fluid tested on a vitros 4600 chemistry system the assignable cause of the event is unknown, however pre-analytical reagent pack handling variability cannot be ruled out as contributing to the event. The customer decided to put a consistent vitros gent reagent pack handling protocol in place, and then monitor gent performance. No analyzer malfunction was identified as within run precision testing was within the expected guidelines, indicating the vitros 4600 system was performing as intended. The assignable cause of the event is unknown.

Event description:
A customer observed lower and higher than expected vitros gent quality control results obtained from a non-vitros biorad l2 control fluid when tested on a vitros 4600 chemistry system. Biorad l2: results of 9.31, 2.27, 2.43, 2.93, 3.24, 2.84, 3.72, and 3.64 ug/ml vs. The expected result of 5.40 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected. There was no report of affected patient samples, however; the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report is number one of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).